Event description:
It was reported that the customer had intermittent blood glucose (bg) level¿s displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg.  Recommendation was made to consult with a healthcare provider to discuss diabetes management.